Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with two 255cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture and left-sided rupture postoperatively. In addition, the patient experienced breast ptosis (side unknown). The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified allergan breast implants on (B)(6) 2022. Upon explantation, the left-sided device was observed to be ruptured. The devices were inadvertently discarded and are not available for product evaluation. This report is for the right-sided prosthesis.